Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version (B)(4). The history files were read out and analyzed. The pump was not in use on the (B)(6) 2025. The last infusion on (B)(6) 2025 was investigated. No abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as a technician seal were available and undamaged. The device was slightly dirty, but no damages of the housing parts were found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The drop sensor was checked according to the technical safety check. The drop sensor occurred the flow alarm and the no drops alarm. No malfunction could be detected. A long-term test about 24 hours was performed. A space line was inserted and the infusion started with a rate of 250ml/h. During the infusion; no malfunction could be detected. The device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the lower housing, the bottom inner frame and the emc protection shield. No other visible damage was found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "the parenteral nutrition infusion pump was found on standby without a functioning alarm. Result: failure to provide nutritional supply to the patient".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.